Manufacturer narrative:
Other relevant device(s) are: product ID: 9680142, serial/lot #: none. The manufacturer representative went to the site to test the navigation system. The cable was replaced. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that after a 3d acquisition with the imaging system, the exam did not reach the navigation system and navigation could not be done. Troubleshooting was performed and there was no communication between the imaging system and the navigation system. The rj45 cable was found damaged. The connector on the navigation system and the imaging system side was okay, there was a solid communication with a new rj45 cable. The probable cause of the reported issue was that there was no communication between the imaging system and the navigation system. The next step was to replace the damaged cable. Navigation was aborted causing less than an hour delay in the case. No impact on patient outcome.